Event description:
Reporter alleged the customer began acting strange and they thought he was having a stroke. Reporter stated she obtained a result of 108 mg/dl on his advantage system which is a normal reading and then they called the paramedics. Reporter stated the paramedics arrived in the next 30 minutes to an hour and obtained a 31 mg/dl result on their system. Reporter stated the customer received unspecified treatment and was told to eat, then see his doctor. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged the customer began acting strange and they thought he was having a stroke. Reporter stated she obtained a result of 108 mg/dl on his advantage system which is a normal reading and then they called the paramedics. Reporter stated the paramedics arrived in the next 30 minutes to an hour and obtained a 31 mg/dl result on their system. Reporter stated the customer received unspecified treatment and was told to eat, then see his doctor. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.